Event description:
It was reported that during insertion of the iab through a sheath, resistance was encountered when the balloon unwrapped. However, the iab was unsuccessfully placed, but resistance was met during flushing of the central lumen. It was decided to remove and replace the iab. There were no pt complications.